Manufacturer narrative:
Correction: g3 - the previously submitted g3 in the supplemental report, follow-up number 1, was incorrectly submitted as jan 6, 2021. The correct date in g3 for follow-up number 1 should be feb 5, 2021.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It is reported that during implant procedure, noise was observed on the atrial lead. The lead was removed from the patient¿s body once. When the lead was reinserted, the noise decreased, but the value was not good. During an attempt to reposition the atrial lead, the stylet stuck when inserting into the lead. The physician considered the issue was due to lead anomaly. The lead was not implanted and was replaced. No patient consequences were noted.